Manufacturer narrative:
H6 - medical device problem code: corrected. The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was stated that the pump was alarming to remove and reattach the cassette. The site stated they had done this and attempted to restart it, but it continued to alarm. The battery door was opened and closed and powered on and attempted to restart but the alarming persisted. The line was clamped, and cassette removed, and tubing massaged. There was no significant air noted. The site tapped the cassette on hard surface, and reconnected and attempted to start the pump but alarming continued. The pump powered off and instructed to leave the line clamped. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.